Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation regarding the reported issue with flow transducer test failure has been confirmed in problem description. According to provided information the o2 cell and battery module required replacement. No parts were returned for further evaluation and therefore the root cause of the issue has not been determined the root cause has not been established in this investigation.

Event description:
Manufacturer's ref.#: (B)(4).